Manufacturer narrative:
The insulin pump was received with button error alarm and intermittent button response due to corroded keypad traces. Pump passed the unexpected restart error test. No unexpected restart alarm noted. The insulin pump received with cracked reservoir tube lip, cracked belt clip slot, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.(B)(4)

Event description:
The customer reported via phone call that they received a button error alarm. The customer also reported there was a delay when buttons were pressed on the insulin pump. The customer's blood glucose was 156 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.